Event description:
It was reported to medtronic minimed that the pump was rejecting the new batteries, louder and slower rewind, received unexplained no delivery alarms, and unresponsive buttons. The customer reported no adverse event. The event involved product(s) mmt-1884l, unk_reservoir, unomedical. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884l. No product return is required for unk_reservoir. No product return is required for unomedical.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after battery installation. No unexpected failed batt test alarms noted. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during a complaint call that might have triggered the reason complaint. Unit (passed/failed) the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The unit (passed/failed) the sleep current measurement, active current measurement test. During the download history review, no relevant alarms are confirmed in the download history files to confirm the reason code. The power management parameters graph confirmed that the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) are within spec range utilizing the available historical data. Unit tested successfully. The baat tool revealed battery cycle 2.0 received the lowbatteryalert (104) on (B)(6) 2025 02:13:00 after more than 7 days at 32.21 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Proceed by cutting the unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, no moisture damage or anomalies were noted during visual inspection. The following cosmetic damages were noted: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay. In conclusion, customer¿s allegation are not confirmed. Customer allegations were not confirmed of failed battery test, rewind anomaly, no delivery alarm, and keypad anomaly due to the unit being tested successfully. No relevant alarms were noted in the download history review, and testing of the unit was successful. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.